Event description:
It was reported that intermittent cartridge alarm occurred the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.